Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was oversensing t waves. The sensitivity was decreased, but the issue is persisting; other reprogramming options were discussed and the physician will be consulted. The lead remains in use. No patient complications have been reported as a result of this event.